Event description:
The device was returned from customer for service. During service by baxter technician, the device alarmed with a failure code 810:11 after prim. Start. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.